Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the customer through the reset process. After the reset, the error did not reappear, and the customer successfully initiated their sensor session.